Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission showing a single episode of non-sustained right ventricular oversensing. Upon review of the episode, intermittent myopotential oversensing was noted. Programming changes and further testing were recommended.

Manufacturer narrative:
(B)(4).